Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a surgical procedure on the foot on an unknown date and suture was used. Following the procedure, the patient developed an infection. The patient reported that the infection has come down significantly and the patient is on the way to full recovery. No additional information was provided.